Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient underwent replacement surgery due to an infection in the chest pocket. The surgeon decided to make a new chest pocket and once the new generator was connected low impedance was observed. It was noted that the surgeon likely nicked the lead as there was fluid inside the lead. The low impedance was reported in MFR. Report # 1644487-2021-01163. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformances were found prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.